Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a pro-taper next broke during first use. The separated piece could not be retrieved and was incorporated into the filling.